Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.''

Event description:
It was reported that the customer experienced multiple, intermittent occlusion alarms. The customer's blood glucose level was reportedly in the 300 mg/dl range. Reportedly, the customer was using humalog insulin and replacing the cartridge every 3 to 4 days. Reportedly, the customer addressed the alarms by clearing the alarm and resuming insulin delivery on the pump.